Event description:
The patient reported that he feels that his wind pipe is closing up and he has seen a pulmonologist who states this could be due to vocal cord paralysis. He states it happened the previous night, his vocal cord spasmed and he choked for 30 seconds while the vns was stimulating. He said it usually only happens when he is eating or in the day due to humidity. He states he visited neuro in april and let them know of issue but settings were not adjusted. No other relevant information has been received to date.